Manufacturer narrative:
No further reintervention has been reported. Corrected h6: added type of investigation code b13. Updated investigation findings code to c24, code c19 was inadvertently entered and should be removed. Added investigation conclusions code d1001.

Event description:
It was reported to gore that a gore® tag® thoracic branch endoprosthesis was implanted in a patient on (B)(6) 2024 to treat a large aneurysm. Postoperatively, everything was perfect, the patient was neurologically unremarkable. Five days post-implant, the patient had a cardiac arrest during a routine CT scan and was immediately resuscitated, connected to an extracorporeal membrane oxygenation (ECMO) and immediately placed on the angio table. Angiography showed a type 1a endoleak. A rupture (unknown location) was additionally reported and physician believed that the reason for the rupture was the type 1a endoleak. The physician ballooned the proximal part of the implant and successfully sealed the endoleak 1a. A distal extension was also performed at the same time to eliminate any possible type 1b endoleak as a prophylactic treatment. It is planned to perform an open surgery once the patient is stable enough.

Manufacturer narrative:
D10: relevant associated devices used with the device being reported on: gore® tag® thoracic branch endoprosthesis side branch component, tsb081206e, sn (B)(6). H3: other code and h6: code b20 - the device remains implanted therefore no product evaluation could be performed. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Images have been provided by the physician. The imaging evaluation performed by a clinical imaging specialist showed the following: four time-points submitted for evaluation: pre-implantation cta dated on (B)(6) 2024, post-implantation cta¿s dated on (B)(6) 2024 @11:28 am, (B)(6) 2024 @2:55 pm, and (B)(6) 2024. Two angiogram runs on (B)(6) 2024 @ 3:41 pm and 4:48 pm. Pre-implantation imaging shows: patient presents with a (B)(6) . The maximum thoracic aorta aneurysm diameter appears to be 55.2 mm. There is thrombus in the thoracic aortic arch at the levels chosen on the post-implantation imaging for the proximal seal zone. Diameters range from 40mm ¿ 41mm. Post-implantation cta imaging dated on (B)(6) 2024 @11:28 am shows: contrast is visualized outside the implanted devices. It is first seen at 3.4 cm distal to the proximal circumferential device, thereby suggesting that it may be a gutter leak from the side branch location. Post-implantation cta dated on (B)(6) 2024 @ 2:55 pm shows: axial imaging shows a fluid like density outside the aorta. Aortic margins near the proximal device are unclear, thereby suggesting a ruptured aorta. Angiogram images at 3:41 pm show: the gore® tag® thoracic branch endoprosthesis (tbe) device and side branch are visualized. Contrast is not visualized outside the implanted devices. Angiogram images at 4:43 pm show: another device appears to be extended distally in the dta. No contrast is visualized outside the implanted devices with the projection provided. Post-implantation cta dated on (B)(6) 2024 shows: fluid densities outside the aorta/implanted devices appear to be decreasing. Pre-implantation images show thrombus present in the seal-zone in the thoracic aortic arch, however it is unknown if the thrombus is considered significant, as defined in the device instructions for use (IFU), or if it contributed to the failure. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: endoleak. Warnings and precautions also state the following: key anatomic elements that may affect successful exclusion of the lesion include severe neck angulation, short aortic neck(s), which should include assessment of the outer and inner curve, and significant thrombus and/or calcium at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.